Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx dcs; product ID d-evolutfx-2329 (lot: 0012685666); product type: 0195-heart valves; implant date: na ; explant date: na continuation of d10: product ID l-evolutfx-2329 (lot: 0012544079); product type: 0195-heart valves; implant date: na ; explant date: na. H6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the first deployment attempt of a transcatheter aortic valve, the valve was positioned slightly deep and an unspecified complete block occurred. Additionally, hypotension was noted; therefore, percutaneous cardiopulmonary support (pcps) was initiated. The valve was then recaptured, redeployed, and positioned more shallow; however, the unspecified block did not resolve. Subsequently, following the procedure, temporary pacing was continued and pcps was discontinued.

Manufacturer narrative:
Updated data: b5. Added second paragraph corrected data: h6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the first deployment attempt of a transcatheter aortic valve, the valve was positioned slightly deep and an unspecified complete block occurred. Additionally, hypotension was noted; therefore, percutaneous cardiopulmonary support (pcps) was initiated. The valve was then recaptured, redeployed, and positioned more shallow; however, the unspecified block did not resolve. Subsequently, following the procedure, temporary pacing was continued and pcps was discontinued. Additional information was received that the valve was initially positioned at a depth of 5 mm. Per the physician, this was slightly too deep and resulted in a the complete heart block. The valve was recaptured. The temporary pacemaker remained in place upon returning to the hospital room.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the complete heart block (chb) first occurred during deployment of the valve. Per the physician, the cause of the chb was not confirmed; however, the valve likely caused the chb.